Event description:
Customer reported that there were numerous bubbles in the tubing and the alarm was frequently beeping. Additionally, the charging port was loose, requiring it to be held or reconnected. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.